Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. According to the data and device analysis the root cause of the issue was a missing purge flag and cracked purge retainer. D2 common device name revised on manufacturer device report 1220648-2023-04008 in accordance with updated procedures g1 reporting contact email revised on manufacturer device report 1220648-2023-04008 in accordance with updated procedures g1 reporting contact fax number missing n manufacturer device report 1220648-2023-04008.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the aic failed to detect installed purge discs after many attempts and multiple purge cassettes. The aic was switched to a back up console. There was no patient harm as a result of the failure.